Manufacturer narrative:
After the incident, a local service technician checked the instrument and found it to be working to specifications. The product labeling provides information regarding light guide, and duration of illumination intensity during operation to minimize chances of fire and burn injury. The incident reported to the manufacturer suggested that the user did not follow warning instructions for safety related to illumination intensity.

Event description:
The patient received a 2nd degree burn near the right ear during an ear operation. The working distance was 250mm. No other information was provided.